Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. It is possible that the video function didn't work normally due to cable failure, which may have resulted in the e221 scope communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no e221 error code present. However, a faulty cable was discovered and caused a blackout image when the unit was powered up. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus 4k camera head, an e221 error code appeared. There was no patient involvement during this event.